Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a bolus via the pump to address the bg level. Reportedly, customer cleaned the speaker holes and cleared the alarm.